Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). The device was not received for evaluation, however, a picture was provided. The visual inspection of the provided picture confirmed the reported external blood leak at the level of the cracked male luer lock of the return line. The cause of the event was design related. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was oozing from the luer connector of a prismaflex m100 set c, due to a damage inside the connector (no further details was provided). The treatment was stopped, and a new set was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.